Manufacturer narrative:
Correction - h6 - investigation conclusion should have been unintended use error rather than cause traced to component failure.

Manufacturer narrative:
The reported events were low lead impedance and insulation damage. A complete lead was returned for analysis with an extraction tool inserted and stuck. The reported event of low lead impedance was not confirmed. Electrical and x-ray analysis was normal with no anomalies found. The reported event of insulation damage was confirmed. Visual inspection found the inner and outer insulations breached/damaged at the middle region of the lead.

Manufacturer narrative:
Correction - d4: model number, serial number, expiration date, lot number, and UDI; h4: manufacture date.

Event description:
It was reported that the patient presented for a lead extraction procedure. The patient's right ventricular (rv) lead exhibited low pacing impedance in the past. During the procedure, it was noted that the rv lead also had an insulation breach. The lead was successfully explanted and replaced. There were no patient consequences before, during, or after the procedure.